Event description:
The manufacturer was contacted in reference to an allegation of harm and malfunction from a dreamstation device. The manufacturer received information alleging a burning smell. The patient alleges nausea. There is no allegation of a serious injury. Medical intervention was not specified by the patient. The manufacturer's investigation is ongoing. The device has been requested to return for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of harm and malfunction from a dreamstation device. The manufacturer received information alleging a burning smell. The patient alleges nausea. There is no allegation of a serious injury. Medical intervention was not specified by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.